Event description:
Additional information was received from the patient. They reported that they had contacted the doctor who managed their device about the stimulation down their leg, at the stimulator, and the pain on the inside of their knee. They had an appointment on (B)(6) 2020. When asked if the cause of the fluttering sensation down their leg, the stimulation in buttock/down the leg on programs a, 2, and 3, and stimulation at the stimulator on program 1 was determined, they responded, "no." When asked what most likely caused or contributed to the issue, they replied they needed the correct program and they still had slight fluttering. When asked what steps were or would be taken to resolve the issues, they replied they turned off the stimulator for a period of time, and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID a520, serial# unknown, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they still turning it off unless the patient is going out. The fluttering continues after a couple of weeks.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had a fluttering sensation going down their leg and they had developed pain on the inside of their knee. The patient stated that they had seen an orthopedic doctor who prescribed an x-ray and a cortisone shot. The patient stated that the pain went away a week later but they had a return of pain on (B)(6) 2020 so they turned the stimulation off and the pain subsided. The patient changed programs. They felt stimulation in their butt cheek/down their leg on programs a, 2 and 3, they felt it at the site of the stimulator on program 1 and in the butt cheek on program 4. The patient was going to try program 4 and monitor their symptoms. The patient also expressed that the device worked well to cover their symptoms. It was noted that the issue had not been resolved at the time of troubleshooting. The patient was redirected to their hcp to further address the issue. It was noted that the patient was going to see their orthopedic doctor again on (B)(6) 2020. No further complications were reported at this time.